Event description:
It was reported that it was impossible for the caregivers to deflate the balloon, the patient "feels unable to breathe". The caregivers had to change the canula. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. In the inflation test of the balloon and we detected some difficult to inflate the balloon. The reported complaint is confirmed. This issue could be caused by an obstruction and/or occlusion in the inflation line, this prevents the air flow injected through the inflation line from being inadequate, causing difficulty in inflating the balloon. No corrective actions are required. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Updated h11. One device was received for investigation. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination according to the inspection procedure md01-003 rev 003. Per visual inspection, it was not detected any issue in the component that cause difficulty in inflating the balloon. According to visual aid av-10006853 "leak testing and cuff symmetry visual aid" rev.103, a leak test was performed to confirm that the returned sample present an inflation issue; it was detected that it was difficult to inflate the cuff with the support of a syringe; the pilot balloon was overinflated and the cuff presented difficulties to inflate and unable to deflate. This issue could be caused by an obstruction and/or occlusion in the inflation line, this prevents the air flow injected through the inflation line from being inadequate, causing difficulty in inflating the balloon. No corrective actions are required. A review of the device history records could not be completed as no lot number was provided by the customer.